Manufacturer narrative:
(B)(4). Batch # t5ac3z. Investigation summary: upon visual inspection of a photo, the following was observed: the photo shows tissue in the hands of user from top view and the staple line was not competed on the distal end. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.,it was reported that: cutting issue, short cut or absent cut. The analysis found that one psee60a device was returned with no apparent damage and with one gst60d cartridge reload loaded on the device. The reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an esophagectomy procedure, during creation of conduit, the gold reload (first firing) appeared to pull on tissue and ended up with an incomplete cut but did staple. Procedure delayed an unknown amount of time. Another device was used to complete the procedure successfully. There were no adverse consequences for the patient.